Event description:
Information received by medtronic indicated that the customer reported a pairing issue with the mobile device and the transmitter. No harm requiring medical intervention was reported. Troubleshooting was performed but the issue was not resolved. It is unknown whether the customer will continue or discontinue the use of the device. The device will not be returned for failure analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4) - customer's transmitter cannot be paired with their device (xiaomi , redmi 9a, android 10, app version 1.3.1). "An attempt to reproduce the reported event using guardian app ver 1.3.1 installed on xiaomi mi 9 android 10 with the transmitter was conducted and confirmed that the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4). After completing our investigation we found that the most likely cause of this issue is a broken pairing sequence by the customer. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: uninstall guardian app. Unpair all bluetooth devices from the phone .(if it needed) install the guardian app. Close all the apps(using force close). Run the guardian app. Finish normal startup with pairing transmitter (gst) and sensor connecting. If it does not help, do next steps: uninstall the guardian app. Disconnect trnsmitter from charger. Install the guardian app. Close all the apps (using force close). Run the guardian app. Try to pair transmutter from os settings (like headphones for example) if it will be done, uninstall guardian app. Unpair transmitter from os settings. Install the guardian app. Close all the apps(using force close). Run the guardian app. Finish normal startup with pairing transmitter (gst) and sensor connecting. {color: #bf2600}*than if the steps that was previously help to pair transmitter do next steps. (Next steps after successfully paired transmitter)*{color}. Navigate to sensor setup screen. Tap on the â¿¿skip you can set up later button. Tap on the all done button. Connect physical the gst(transmitter) and sensor. Wait 40 minutes. If it does not help, do next steps(you need to repeat these steps until it help at least 3 times): force close the guardian app. Run the guardian app. Wait 40 minutes. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.